Event description:
It was reported that during implant; the left ventricular (lv) lead was placed in the distal region of the lateral branch of the coronary sinus. Diaphragmatic stimulation occurred and the lead was slightly pulled back to the medial region and was placed there. A chest x-ray was performed several days after the operation, revealing the lv lead to have been dislodged from the placement site. Thoracotomy was performed and the lv lead was removed and replaced with an epicardial lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.